Event description:
It was reported that the infusion device display was scratched. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for eval. The complaint was not verified. The infusion device display was broken due to a mechanical impact. As the problem reported by the pt was related to misuse of the product, no corrective or preventative actions will be initiated.